Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed extensive troubleshooting, however, was unable to identify a definitive part as the cause of the issue. The instrument service history review for (B)(6) did not identify any additional tickets for falsely elevated alinity I stat high sensitive troponin-I results. A review of tracking and trending of the alinity I did not identify any trends for the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one 65-year-old male patient. The customer stated that the ECG was not showing any issues. On (B)(6) 2025, sid (B)(6) generated an initial alinity I stat high sensitive troponin-I result of 94.2 ng/l (>32 ng/l is positive). The sample was rerun four hours later, and the result was 1.4 ng/l. The sample was repeated on another instrument on (B)(6) 2025, and the result was 2.9 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results generated on the alinity I am processing module for one 65-year-old male patient. The customer stated that the ECG was not showing any issues. On (B)(6) 2025, sid: (B)(6) generated an initial alinity I stat highly sensitive troponin-I result of 94.2 ng/l (>32 ng/l is positive). The sample was rerun four hours later, and the result was 1.4 ng/l. The sample was repeated on another instrument on (B)(6) 2025, and the result was 2.9 ng/l. No impact to patient management was reported.